Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer stated they dropped the insulin pump in the pool and it started buzzing after a new battery was installed. The customer's blood glucose was 180mg/dl. Customer stated he had just given some insulin. Customer stated the insulin pump is vibrating an alarm or alert, now making a crackling noise. Advised customer to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had no unexpected vibration anomalies, audio/beep anomalies or crackling sounds noted during testing. The insulin pump passed pump self-test, off no power test, unexpected restart error test, displacement test and rewind test. The insulin pump was received with high idle current due to corrosion on all electronic assemblies. The insulin pump alarmed motor error during basic occlusion test due to moisture damage on force sensor resistor. Corrosion on motor assembly was noted. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.